Event description:
It was reported that the insulin pump had a keypad anomaly. The blood glucose reading was 230 mg/dl. The customer stated that the glucose meter had not been communicating with the insulin pump, and during troubleshooting for that issue, he observed that he language had changed. He stated that the insulin pump got stuck, and he was unable to exit from the language settings screen. He reported that the act button was not working and kept getting stuck. He noted that the insulin pump had been dropped about a month prior to the call. No other significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.